Manufacturer narrative:
Additional information received per the medical records indicate that the patient has a history of pulmonary embolus of the left upper lobe subsequent to gunshot wounds to the pelvis. The left upper lobe pulmonary embolus had a left descending pulmonary artery component; there was distal flow around the non-obstructing clot. The filter was deployed via the left common femoral vein using ultrasound guidance. The filter was placed in the infrarenal area of the inferior vena cava. A magnified view confirmed deployment of all parts. The filter was in a good position.   Additional information received per the patient profile form (ppf) states that the patient experienced perforation of the inferior vena cava, fracturing of the filter, fear, pain and suffering. The patient became aware of the reported events ten years and ten months after the index procedure. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter perforated the wall of the inferior vena cava (ivc) and fractured. The patient also reports fear and pain and became aware of the reported events ten years and ten months after the index procedure. According to the medical records the patient has\d a history of pulmonary embolus of the left upper lobe subsequent to a gunshot wounds to the pelvis. The left upper lobe pulmonary embolus had a left descending pulmonary artery component; there was distal flow around the non-obstructing clot. The filter was deployed via the left common femoral vein using ultrasound guidance. The filter was placed in the infrarenal area of the inferior vena cava. A magnified view confirmed deployment of all parts. The filter was in a good position. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long- term complications related to ivc filters. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. Fear and pain do not represent a device malfunction and may be related to underlying patient specific issues. With the limited information available for review and no imaging it is not possible to confirm or draw a conclusion about the reported events. At this time, there is nothing to suggest the reported events are related to the design and manufacturing of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Please note that the exact event date is unknown. Occupation: senior counsel, litigation. As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to perforation of the inferior vena cava and fracturing of the filter. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter fracture could not be confirmed and the exact cause could not be determined. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Perforation of the vena cava was also reported but could not be confirmed without procedural/follow up films for review. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to perforation of the inferior vena cava and fracturing of the filter.